Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient has a bilateral femur fracture and both fractures were treated with same plate implanted approximately (B)(6) 2012 or (B)(6) 2013. It was discovered on an unknown date that all screws loosen including central hole with 4 peripheral va screws were inserted off axis and the most proximal hole on the head of the plate was left empty. Patient was returned to the or on (B)(6) 2013, all screws were removed and the plate was left in place. Patient was revised to a retrograde femoral nail with spiral blade and new locking screws were inserted in the plate. The plate was not explanted. This is 10 of 11 reports for this event.